Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure of an aneurysm (size: width 2.5 mm; height 2.5 mm; neck 2 mm), it was reported that the coil fell out several times. Due to the difficulties the physician decided to stop the treatment of the aneurysm and give the patient to the neurosurgeons. No clinical consequences reported to the patient. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported main coil migration cannot be determined.

Event description:
During the coil embolization procedure of an aneurysm (size: width 2.5 mm; height 2.5 mm; neck 2 mm), it was reported that the coil fell out several times. Due to the difficulties the physician decided to stop the treatment of the aneurysm and give the patient to the neurosurgeons. No clinical consequences reported to the patient. No further information is available.